Manufacturer narrative:
The cause for the discordant sodium results is unknown.

Event description:
Customer reported discordant sodium results on the instrument. There was no report of injury due to this event.